Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for radiculopathy as well as spinal pain. Friend/family member reported the antenna cord was frayed. The family/friend reported the recharger was not working and ins was dead. No further complications reported/anticipated. Additional information was received. It was reported the recharger was still not working, connector pin was broken/bent. Recharger was blank and nothing happens because patient can't charge their ins. It was reported the patient had a problem with their left arm getting back there to their ins. The patient reported they received a replacement antenna which did not resolve their issues. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.